Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic polypectomy procedure, while releasing the snare over the polyp, the operating wire inside the sheath broke. Since release became impossible, the root of the handle-side sheath was deliberately broken, and the inside could not be pushed out. The root of the handle-side sheath was cut off, leaving the device in place, and the scope was removed. The scope was re-inserted and the loop was cut with a loop cutter inserted through the biopsy channel. The procedure was completed by switching to the same product. There was no harm injury to the patient. It was asked to the customer but unknown if the clinician pressed the tube joint against the handle, confirmed the coil sheath protruded from the tube tip, and then tied the polyp off.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation, additional information and correction. Additional information: d9, h6. Correction: h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the slider was pushed and pulled when frictional resistance between the wire assembly and the sheath assembly increased. This has caused the operating pipe to deform and break. As a result, the loop could not be released from the main unit. The factors related to frictional resistance are the following, and it is inferred that the total frictional resistance due to these factors was large. -scope angle. -meandering state of the scope tube. -state of sheath from the forceps channel to the vicinity of the device handle unit. Even if the sum of frictional resistances is small, the same event is likely to occur if the slider is pressed quickly. Olympus will continue to monitor field performance for this device.

Event description:
No additional information submitted by the customer.